Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, there was difficulty removing the device from the dispenser coil and as a result, the catheter broke. The procedure was completed with another device.